Event description:
Plasma machine couldn't recognize the plasma blade as a surgical equipment. Kept on giving error message. New plasma blade plugged into machine and worked fine. It is a disposable blade used with the plasma machine. When the tech connected the blade to the machine, the machine did not recognize the blade. The tech disconnected the blade and opened a second blade. The second blade worked fine, and the case completed without any issues. There was no injury to the patient